Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure the suction power from the handpiece was weak. The case was completed using an alternate handpiece. There was no patient impact. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the phaco handpiece had weak vacuum power. The procedure was completed after replacing the handpiece. There was no patient harm. With no additional, related information provided, the customer reported event of vacuum power issues was not able to be confirmed. The phaco handpiece was manufactured on july 2, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).